Event description:
A total of two (2) ECMO pump runs with total of 28 days. Initial ECMO support was vv for ards and separated after five (5) days for 18 hours. Required second ECMO run using vv support for three (3) days and was transferred to va support. The circuit was changed after eighteen (18) days for clotting that was noted post oxygenator 3-4 inches near luer site of connector. This is a pressure monitoring port attached to a transducer and managed per institution protocol regularly per shift. No drugs were injected at this port. Clot was noted at this point which is on the arterial side of circuit. No other areas within the circuit exhibited clot. Act's were managed at 200 seconds, atiii levels maintained >70%, platelet count levels were maintained at or > 100 k. Pump flows were maintained at 130 cc/kg/min flow. Circuit was changed for clotting on the arterial side only post oxygenator without incident. The customer is concerned that there may be some unusual transitional step up or step down with uneven surfaces within the internal lumen that creating areas of "it is" and clot generation in spite of adequate anticoagulation per institutional protocol. Clot noted within arterial line just past the arterial outlet of membrane oxygenator. Concerned about "lodging or uneven area" within internal lumen of tubing at this site. Only the area in circuit with clot. (B)(4).

Manufacturer narrative:
The returned oxygenator was decontaminated and then subjected to performance and pressure testing. The oxygenator was found to perform within specification and no clotting was noted during testing. Based on the results of the investigation and the description of events, we are unable to confirm reported event as no defects could be found on the returned component. Additionally, mfg records were reviewed and no non-conformances were found which could have caused the reported problem. (B)(4).